Event description:
The initial reporter complained of questionable elecsys troponin I stat immunoassay (tni) results for 1 patient tested on both a cobas 6000 e 601 module and a cobas e 411 immunoassay analyzer. The tni result from the cobas e601 was 5.56 ng/ml which the customer stated was confirmed upon repeat testing. The tni result from the cobas e411 was 10.49 ng/ml which the customer stated was confirmed upon repeat testing. The repeat results were not provided. The customer did not know which results were correct but did report the cobas e601 result outside of the laboratory. There was no adverse event. The cobas e601 serial number was (B)(4). The cobas e411 serial number was (B)(4). The field engineering specialist was unable to determine a root cause. Calibration and qc results on both instruments were acceptable. The customer performed comparison testing of other patient samples and found no issues. The discrepant results were produced only from the one patient sample. The patient sample was requested for further investigation.

Manufacturer narrative:
The customer provided a sample for investigation. The investigation confirmed a positive tni stat result and a negative tnt hs result. Serum fractionation was completed for the patient sample which indicated an interference caused by high molecular weight component, presumably igm and most likely a human anti-mouse antibody (hama). This type of interference is addressed in product labelling.